Manufacturer narrative:
A ge service rep performed an on site investigation. The system was inspected, however, repairs were not disclosed.

Event description:
The customer reported the system failed to display an image. No report of pt injury.